Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading low mg/dl. No bg meter comparison done at this time. The patient experienced a headache, she felt hot, and was dehydrated. The patient was taken to the hospital due to cgm reading of low mg/dl (no information provided about who took the patient to the hospital). At the hospital, the patient¿s bg fingerstick was 500 mg/dl. No cgm comparison value was available. The patient was treated an unspecified IV and tylenol. No information was provided about when the patient was discharged from the hospital. Attempts to reach the patient for further event details were unsuccessful. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values when the patient was at the hospital fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.